Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they were hospitalized due to hyperglycemia on (B)(6) 2018 at 11 am with blood glucose value around 394mg/dl. The customer blood glucose value was 248 mg/dl at the time of incident and the current blood glucose level was 150 mg/dl. The customers other blood glucose value was 300 mg/dl and 400 mg/dl. Customer also reported insulin was leak in the tubing. The customer was treated with fluids and insulin for high blood glucose level. The insulin pump will not be returned for analysis.